Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside of the loading device. The clear top cover of the loading device was detached and not returned. The tension spring assembly, anchor tab and the seal were returned outside of the loading and delivery devices. The seal was cracked along the fourth row from the center. The green side lock was unlocked; the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint could not be confirmed for failure to deploy and unraveled seal; however, it was confirmed for cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy, as the seal unraveled. A replacement device was used to complete the procedure. The hospital did not report any pt effects.